Event description:
Caller reported that something peeled off the face of the screen, making that section darkened and fuzzy to read, which affected their ability to interact with and read the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the malfunctioning pump with one that has updated software, provided instructions for putting the pump in storage mode, and advised the customer on returning the defective pump. The customer understood and acknowledged all instructions, including using a backup insulin pump to ensure uninterrupted insulin delivery.